Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had continuous elevated blood glucose (bg) levels reaching 400 mg/dl. Elevated bg was addressed by bolus from pump administered by customer¿s mother and insulin shots administered by doctor. Tandem technical support (cts) did a full pump system check and found pump to be functioning as intended. Additionally, cts looked through pump data logs and found insulin being manually stopped for approximately 30 minutes at least once per day and that the auto-off alarm goes off approximately every day or two and will stop delivery. Cts educated contact on auto-off alarm and recommended they discuss setting with hcp.